Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced an inappropriate shock due to atrial flutter with rapid ventricular rate. It was noted that the device inappropriately diagnosed atrial flutter due to sensing problem as a result of inappropriate programming. The issue was resolved by programming changes. The patient was stable prior and after.